Manufacturer narrative:
(B)(6) or older. A visual and microscopic examination identified middle stent damage. A stent strut on row 7 from the proximal end of the stent was raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. It was not possible to insert a 0.015 inch product mandrel due to the solidified blood present within the lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The target lesion was located in the 75% stenosed, non-calcified and moderately tortuous distal left circumflex (lcx). The lesion was pre-dilated with a 2.0mm balloon. The 2.50x20mm taxus liberte stent delivery system was advanced but could not cross the target lesion. Another dilatation with the same 2.0 balloon was performed and they were still unable to cross the lesion despite several attempts. The procedure was completed with another device. There were no pt complications and the pt condition was reported as "good." However, the returned product analysis revealed stent damage.